Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs ipg was inoperable as the patient had not used nor charged the system in at approximately two years. Consequently, the patient's scs ipg was removed.

Manufacturer narrative:
Labeling review: eon mini (3788) neurostimulation system manual states the following- "caution: if you do not recharge your ipg within 30 to 90 days after the loss of stimulation, your ipg may lose its ability to be recharged. If your ipg cannot be recharged, it will have to be surgically replaced for you to continue stimulation therapy."